Manufacturer narrative:
Insulin pump had a blank display with watchdog alarm due to moisture damage on electronic assembly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratch on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 224 mg/dl. The customer stated that there was some moisture noted around the edges of the screen due to the customer having swam in the pool. Advised the discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.